Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a primary plum set, 1.2 micron filter, clave y-site, secure lock, 104 inch on an unknown date. The 1.2 micron filter on the set is leaking, it is causing safety issues for both staff and patient. The customer was made aware of the problem during the infusion for lyposin. The nurses noted that the patient¿s shoulder was wet and they noticed the leak was coming from the filter. The plum set was changed. There were no mating devices used. There was patient involvement but no patient harm. This is the second of five reports.

Manufacturer narrative:
Device returned on 16-aug-2023. Received one used 125390490 primary plum set for inspection. The filter vent on the 1.2 micron filter was wetted out. The set was tested per product specifications. There was no leak on the sample. The reported complaint of leakage cannot be confirmed. The probable cause could not be determined as no problem was detected. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.